Manufacturer narrative:
Continued from d.11: 100ml baxter bag, ndc 0338-0049-38, lot p351734; exp. Jan2018 ferumoxytol (feraheme) 30mg/510mg in 0.9% sodium chloride injection. Review of the pcu event log confirmed that a short infusion ran at the event date and time reported by the customer. However, because the infusion was programmed as a basic infusion, the drug information was not available for confirmation. The basic infusion was programmed for a rate of 200ml/hr and a vtbi of 100ml. The infusion ran for a calculated time of 6 minutes and 55 seconds, and then the device was channeled off and the system powered down. The total calculated volume infused was 23.043ml. Functional testing of the pump module was performed and the device successfully passed each portion of the testing. The module was received with a damaged ail assembly which was missing the right sear guide. Testing confirmed this to be an incidental finding which did not affect set loading or device functionality. Testing of the administration set identified no issues. No issue was identified which may have been a factor in the reported death.

Event description:
The intended infusion was feraheme 5910mg /100ml normal saline to be infused over 30 minutes at 200 ml/hr. Prior to the infusion the patient was alert and oriented, vital signs stable and no distress noted during the assessment. The code blue was called at 1050 and the patient passed away at 1221.

Manufacturer narrative:
The devices have been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that approximately two minutes after an iron infusion was started on a dialysis patient, the patient became unresponsive and a code blue was called. The patient had not previously received IV iron, but reportedly the dose was believed to have been appropriate. The patient ultimately passed away in the ed; there is no allegation of a device malfunction and the death is believed to likely have been the result of an allergic reaction to the infusion, however the customer has requested a device evaluation as part of their investigation.